Event description:
Additional info from the sales rep received 01/14/2010. A male pt underwent a primary lumbar fusion at l5-s1 on (B)(6)2010. As the surgeon was advancing a screw into rather hard bone, the sales rep heard a pop and noticed the end of the sequoia height adjuster was cracked but did not break off. Another dorsal height adjuster was readily available and there was no surgical delay. The surgeon finished the surgery as indicated. In the past, this instrument has been associated with an adverse event when it has cracked and then broken.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.